Manufacturer narrative:
Unit received with blank display due to corroded battery tube. Unable to perform operating currents, self-test, a21 error test, rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test due to blank display. Unit had corroded battery cap contact, minor scratched lcd window, cracked lcd window, cracked case at display window corners, cracked battery tubethreads, cracked reservoir tube lip and missing end cap sticker. (B)(4).

Event description:
The customer reported via phone call that the insulin pump of a blank display before and after a battery change. The customer's blood glucose reading was unknown at the time of incident. Troubleshooting found that the battery compartment is corroded and the pump does not turn on. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.